Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power switch was likely stuck due to the amount of operating force and the number of times the power switch was applied exceeding the expected value. A design change has since been made to prevent reoccurrence.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that the main switch is a previous version and stuck in the off position. The device was serviced and returned to the user facility.

Event description:
A user facility reported to olympus that the power button was "stuck." The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.